Manufacturer narrative:
The lot number is unknown; therefore, the date of manufacture can not be determined. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported, leakage occurred around the pilot balloon during use on the patient. The patient was re intubated. The lot numbers of the sample is not available because the package was discarded by the home-care patient. The prior-to-use inspection had been performed.